Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, power cycling, and functional stress testing using a test battery and pads without duplicating the report. An internal inspection of the device found no discrepancies. Review of the device log found this log-only error occurred but was cleared when a new battery was installed. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Justification for no UDI: this device was manufactured before the UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the battery would not seat properly in the device. Complainant indicated that there was no patient involvement in the reported malfunction.